Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient was experiencing charging difficulties. To address this issue, a revision procedure was performed in which the implantable pulse generator (ipg) was explanted and replaced. Postoperatively, the patient is recovering well and has expressed satisfaction with the current program. In accordance with facility policy, the explanted device was retained and will not be returned. It was also noted that electrocautery was utilized during the procedure.